Event description:
It was reported the device displayed syringe error, no cord or clip. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing one tamper seal, had cracked right plunger case and contamination found by the ear clip and by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Fluid ingression found inside flange assembly. Replaced ear clip assembly. Boot loader software downgraded from 1.2 to 1.1. Device software upgraded. The cause of the reported problem was traced to being customer induced. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient incident.